Event description:
It was reported that the user experienced an insulin occlusion on a newly placed contact detach steel infusion set while using the ilet, associated with a highest reported blood glucose of 337 mg/dl. The occlusion was resolved only after a full supply change. Investigation of this case revealed an occlusion at the infusion set level that impaired insulin delivery and was corrected by replacing the set. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention beyond the supply change without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion related to use conditions.